Event description:
A medical technician reported, the gas bubble did not last as long as anticipated in the eyes of the first four patients who had this product used during their procedures. The surgeon did not use the product for any additional procedures. Additional information has been requested.

Manufacturer narrative:
The returned cylinder was tested by chromatograph. Test results indicated the cylinder's content was consistent with the correct gas (sf6). There were no anomalies noted with the returned cylinder. There have been no other complaints reported in the lot number. Additional information was requested on 06/09/2009 and on 06/24/2009 by phone, fax and mail. Completed questionnaires have not been returned.